Event description:
Three patient samples with discrepant ph results. Patient 1, initial result gave 7.678; repeated twice giving 7.328 and 7.308. A second sample gave 7.371; repeat gave 7.379. Patient 2, initial result gave 7.634; repeated twice giving 7.266 and 7.255. A second sample gave 7.287; repeat gave 7.288. Patient 3, in 2008, initial result gave 7.665 repeat gave 7.399. Erroneous results were reported only for patients 1 and 2. Patients not adversely affected. The field service representative determined the cause for the discrepant results was due to a reference electrode leak, and replaced reference and ph electrodes. Performance tests were performed.